Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, a probable root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit's insufflation pressure displayed incorrectly. The issue occurred during a therapeutic laparoscopy procedure, which was completed with a back-up device after 60 minute procedural delay. There were no reports of patient harm.